Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The customer was contacted to get more information on the device. They reported that the cause of the reported issue was due to a user error; the electrodes had not been applied properly to the patient. They had sent their device to a third-party service agent for evaluation/repair and no results were shared with physio.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock when they wanted to test it at 200 joules. There was patient use associated with the reported event however, the patient outcome and the patient details were not provided.